Event description:
It was observed during the device evaluation that the duodenovideoscope had peeling at the adhesion areas of the objective and illumination lenses, a chipped section between the c-body (distal end) and light guide cover, burn marks on the tip metal section and a scorched forceps holder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the forceps holder was scorched and the presumed cause is that the incident occurred due to the use of a high-frequency instrument without maintaining sufficient distance from the tip. The most probable cause of the additional malfunction identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.